Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy. Externalized conductors, noise, and high pacing lead impedance were observed. Lead was explanted and replaced.